Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had poor coupling when recharging and saw a reposition antenna screen on their recharger. They had never been able to get coupling bars. They tried repositioning the antenna but the issues did not resolve. A manufacturer representative told the patient that the coupling issues were due to swelling after the implant surgery. As of the day prior to the report the patient did not have any swelling anymore but their implantable neurostimulator (ins) still would not charge. The patient had been trying to charge for 2 days prior to the report. The patient had turned their ins off at the time of the report and it was down to 1 quarter charged. It was noted that even if the patient held the recharger for 2 to 10 hours their ins would not charge. The ins would not get over a quarter charged and when the ins would go dead it would not charge. After further troubleshooting the patient was able to connect to their ins but had no coupling bars. They tried repositioning the recharger antenna again and turning the dial on the recharger antenna but they still could not get coupling bars. The antenna locate feature was used but the patient still could not get their ins to charge. The patient had issues getting to their doctor¿s office for troubleshooting due to an unrelated pinched nerve from before implant. They had a doctor¿s appointment scheduled for (B)(6). Additional information received from the manufacturer¿s representative (rep) reported the consumer was unable to get more than two bars when trying to recharge. It was noted the antenna cord didn¿t look damaged and both the patient and clinician programmer were able to communicate with the implantable neurostimulator (ins). The antenna locate (al) feature was used which didn¿t resolve the issue with values in the mid-50¿s. Another recharger was used which didn¿t resolve the issue and continued to result in two coupling boxes and all values around the mid-70¿s. Putting pressure on the antenna as well as trying a spacer were already tried but did not result in any additional coupling bars. According to the rep. There may be ¿slight¿ swelling at the pocket site but it looked good and healed. It was also noted the ins may be a little deep, but they could still feel it and around it just fine, and were able to get six to eight coupling bars post-operatively. An x-ray was performed which suggested a possible flip but the healthcare provider (hcp) later confirmed the ins wasn¿t flipped. The rep. Requested a new recharger. Additional information received from the consumer reported they hadn¿t received their recharger yet as of april 26th. As of april 26th the coupling issue had not been resolved, so the consumer had an appointment with the implant on (B)(6) to discuss options to resolve the issue. On april 29th the rep. Reported the consumer was unable to charge their device even after three different rechargers were tried. It was noted the communication screen would come up but there was no coupling. An x-ray was taken which determined the battery was orientated correctly and wasn¿t flipped. There were no environmental factors that could have affected this issue that the rep. Was aware. As a result surgical intervention was planned to take place on (B)(6). It was noted the consumer wasn¿t happy. At the current time the issue was not resolved. The patient was implanted for degenerative disc disease with herniated disc pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.